Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05-jan-2018 with the following findings: during testing, the pump powered on normally and the pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with no errors, alarms or warnings occurring. Investigation manually performed a 10 unit normal bolus and a 10 unit audio bolus successfully with both being accurately recorded in the pump history. The pump¿s total daily doses added up correctly and reflected the user¿s programmed basal rates.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that there was an inaccurate delivery issue, the bolus totals do not match and the difference is larger than 5 percent. During troubleshooting, it was observed that the basal delivery totals in the total daily dose do not match but this discrepancy was due to a known cause; the basal edit was accessed. It was reported that the user¿s blood glucose (bg) reading was greater than or equal to 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.